Event description:
It was reported that the cadd medication cassette reservoir leaked after saline and the drug were added during compounding. The compounder observed the leak. There was no injury to the patient or clinician.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 7/16/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The leak was observed at the internal bag seam. The root cause could not be determined.